Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A receiver device was returned for evaluation. The device was externally visually inspected, the display window was damaged and the serial number label was missing. The receiver failed to charge and reboot. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection failed with a damaged battery controller chip. The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.